Event description:
During routine follow up - 5 years after implant - premature battery depletion was observed; however, the elective replacement indicator was not already reached. Evaluation of device replacement was recommended.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. The device analysis is pending.